Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, the procedure was performed under general anesthesia with normal blood loss. The duration of the procedure was reported as 30 minutes. During the three month follow-up visit, the patient experienced partial obstruction - voiding.